Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and missing segments/partial display found on (B)(6) 2021. Insulin pump received with a constant blank flashing white light on the display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test. Pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd was installed in the original pcb 1, pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found no cracked lcd controller during the visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Customer allegation was confirmed with a blank flashing white light suspected to be on the lcd on pcb 1. Unable to verify missing segments/partial display due to blank flashing white light on display.

Event description:
Information received by medtronic indicated that the insulin pump display was flashing white, alarming and the notification light was flashing. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and missing segments/partial display found on (B)(6) 2021. Insulin pump received with a constant blank flashing white light on the display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test. Pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd was installed in the original pcb 1, pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found no cracked lcd controller during the visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Customer allegation was confirmed with a blank flashing white light suspected to be on the lcd on pcb 1. Unable to verify missing segments/partial display due to blank flashing white light on display.

Event description:
Information received by medtronic indicated that the insulin pump display was flashing white, alarming and the notification light was flashing. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.